Event description:
During the loading of the cell ex kit into the instrument, the rn noted she was unable to close the drive tube clamp. On examination of the kit, she noted a plastic tab sticking out from the keyed end of drive tube, preventing closure. The kit was unloaded from the cell ex, therakos was notified, and the kit was sent to biomed for evaluation. A new kit was loaded, primed and used for treatment. There was no contact between the defective kit and patient and no harm was done.